Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly displayed a restart alarm identified as a bluetooth communications error, and the user restarted the device, but the alarm persisted; blood glucose levels were reported unaffected, and a replacement device was arranged. Symptoms included no adverse health effects. Outcomes included no impact on glycemic control and no need for medical intervention. Customer care provided support that included customer troubleshooting and logistical coordination for device replacement and return. The device was returned for evaluation. Preliminary investigation of this case revealed a malfunction related to internal bluetooth communication consistent with a communications board or interface fault within the device. The failure of the u4 chip, which controls bluetooth connectivity on the hoverboard, led to an alert 60. The cause of this malfunction is unknown, but it has been confirmed by a patient complaint.